Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. Also, received with corroded battery tube, moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
Customer reported via phone call that they received replace battery alarm. Customer blood glucose level was 140 mg/dl at the time of incident. The device will be returned for analysis.